Event description:
It was reported that the patient had a post-op dislocation and had to be taken back to surgery.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h6. The reported event was not confirmed, as no post-operative scans were provided. The implants were successfully manufactured and implanted, with no issues identified during production or the initial surgery aside from existing scar tissue. The subsequent joint dislocations were attributed to the patient¿s underlying condition and surgical history, rather than any device-related factors. Based on the investigation, there is no indication of a malfunctioning product or any design, material, or manufacturing-related issues. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that the patient had a post-op dislocation and had to be taken back to surgery.